Manufacturer narrative:
Follow-up #1: date of submission 12/20/2016: the previous report was submitted inadvertently. No malfunction was identified.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a site/set/cart (site/set/cart issue) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the issue is not always obvious and detectable prior to use and can result in under-delivery of insulin.